Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation prior to the procedure, it was noted that the patient was experiencing pocket stimulation and that the right ventricular lead exhibited noise. All other lead measurements were stable. Programming changes were made. The patient was stable.